Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 31 mg/dl at the time of incident. The customer's blood glucose was 250 mg/dl at the time of call. The customer stated that they gave correction with food and glucose tablets. The customer stated that the emergency medical services came for the low blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.